Event description:
Additional information received indicated that the patient's right atrial (ra) lead also exhibited failure to capture. The patient was stable.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged, resulting in failure to capture and variability in r-wave amplitude. Additionally, the right atrial (ra) lead was suspected to be dislodged but was unable to determined. An elevated capture threshold and fluctuation in p-wave amplitude were noted. Both leads were explanted and successfully replaced. The patient's status was unknown.